Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the shaft broke while crossing the lesion. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.